Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a review of the receiving inspection (ri) for xconnector driver, x20 was conducted identifying that lot number nw204298 was released in one batch. Supplier: norwood medical batch1: lot qty of (B)(4) units were released on 24 aug 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the sfx x20 torque driver shaft was found stripped. This driver was used to thigh the set screw of the sfx,5.5,ti, med, size a6, these screws were found stripped, most likely for the usage of excessive force at the moment of tightened. A dimensional inspection was not performed due to post manufacturing damage. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended user forces. The overall complaint was confirmed as the observed condition of the sfx x20 torque driver shaft [289410300/nw204298] would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition, the root cause can be determined to be traced to the user. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, during a plif while the final tightening, torque was not applied to the sfx cross connector even though the surgeon tightened with considerable force. After many attempts to tighten, the set screw of the sfx cross connector got stripped and the sfx cross connector could not be removed. Procedure was completed successfully with thirty(30) minutes of surgical delay. The sfx cross connector in question is a consignment and thus no maintenance/check is performed on the values of torque. The tip of the sfx torque driver shaft may have been stripped. No further information is available. This report is for one (1) expedium sfx cross connector system torque driver shaft. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.